Event description:
It was reported that a patient with an edwards' surgical mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The procedure was successful.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including hyperlipidemia.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to severely thickened leaflets with possible perforation and severe regurgitation. The patient presented with heart failure and shortness of breath. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was stable post procedure and discharged on pod #2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3a., b4, b5, b7, d1, d4 (model number, serial number, expiration date, primary unique device identification number, d6a., g3, g4 (PMA number), g6, h2, h4, h6 (clinical code, device code). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.